Manufacturer narrative:
Only the distal end of the lead was received for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies, with the exception of damage occurring at the time of procedure. The reported events of over-sensing due to noise, pacing inhibition, and lead insulation damage were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
While reviewing device data, over-sensing due to noise resulting in pacing inhibition was noted on the right atrial (ra) lead. Technical support was contacted, and ra lead insulation damage was suspected. The ra lead was explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse health consequences.